Event description:
This facility experienced a similar event approximately one year ago when several like kits were identified with same issue of the needle bending when attempts were made to access a patient's portacath. This is a different lot number but appears to be a similar issue. As the nurse was attempting to access the portacath, the micro gripper needle bent (smiths medical gripper micro:re-order # (B)(4), lot # 34x861). A new gripper needle was used without difficulty. There was no known patient injury.